Event description:
This is filed to report the clip entrapment, chordal rupture, worsened mitral regurgitation and intervention. It was reported that a mitraclip procedure was performed to treat functional mr grade 3 with a restricted posterior leaflet and an enlarged left atrium. The first clip was implanted successfully. While implanting the second clip (21111r1028), the clip got caught on chordae due to the suboptimal trajectory and diving too deep into the ventricle. Troubleshooting was performed but unsuccessful and as a result caused chordal damage. Therefore, the clip was implanted and the mr worsened to a grade of 3-4. A third clip (20823r2028) was attempted for further reduction of mr; however the clip got caught to chordae under the anterior leaflet. While trying to retract out of the ventricle the anterior mitral leaflet was damaged. The clip was then removed from the patient and the procedure was aborted. The mr was now at a grade of 4 and the patient was converted to surgery. On the same day the patient underwent a mitral valve replacement successfully reducing the mr to a grade of <1. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty or delayed positioning of the device (suboptimal trajectory and diving too deep) cannot be determined. The reported entrapment of device (clip got caught on chordae) appears to be a cascading effect of the difficulty/delayed positioning. The reported tissue injury and subsequent worsening mitral regurgitation (mr) appear to be related to the reported entrapment of device (clip caught on chordae). Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.